Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Visual evaluation confirms the 2.4 mm drill is stuck inside the spear shaft. The drill appears to have bottomed out and the ring at the proximal end is in contact with the proximal end of the blue handle. The drill bit could not be removed from the shaft. Heavy damage can be observed at the proximal end of the drill bit. The drill bit is protruding about 3 mm from the distal end of the spear. No dimensions could be recorded due to the damage observed. Circumferential grinding marks were observed on the drill bit. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Event description:
It was reported that after using the ar-1934-24ds the drill bit could not be removed from the drill guide. No adverse effect to the patient reported.